Event description:
Nicu nursing staff have complained that the blue tip of the ICU medical trifuse breaks off and lodges in the male of the baxter one-link microbore extension set connectors. This occurred three times approximately 2 1/2 weeks ago and again on the following day. The nurse noticed this when the tubings were being put together for intravenous fluid changes. The ICU medical trifuse set in a custom product (it is a non-dehp, 7 inch, valves = antiflux, small bore, 0.2 micron filter on one fuse. It is believed that the issue is a connectivity issue with the baxter product. These events did not affect the patients; however, the nurses expressed concern that there are pieces breaking off inside of tubing. In follow up: representatives from purchasing and nicu have been meeting with the product representatives from both baxter and ICU medical. We will return some samples of the broken sets to baxter per their request. We were instructed that the baxter one-link is not compatible with the trifuse. The plan is to replace the extension set (baxter) with a compatible (to the trifuse) extension set from ICU medical.

Event description:
Nicu nursing staff have complained that the blue tip of the ICU medical trifuse breaks off and lodges in the male of the baxter one-link microbore extension set connectors. This occurred three times approximately 2 1/2 weeks ago and again on the following day. The nurse noticed this when the tubings were being put together for intravenous fluid changes. The ICU medical trifuse set in a custom product (it is a non-dehp, 7 inch, valves = antiflux, small bore, 0.2 micron filter on one fuse. It is believed that the issue is a connectivity issue with the baxter product. These events did not affect the patients; however, the nurses expressed concern that there are pieces breaking off inside of tubing. In follow up: representatives from purchasing and nicu have been meeting with the product representatives from both baxter and ICU medical. We will return some samples of the broken sets to baxter per their request. We were instructed that the baxter one-link is not compatible with the trifuse. The plan is to replace the extension set (baxter) with a compatible (to the trifuse) extension set from ICU medical. Apparently, as part of their action plan, baxter has taken corrective action and has developed a new product (still using the 7n8371 product number) that will have a larger configuration.